Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a cranioplasty procedure while fixating the patient's skull, four screws broke and the tips remain implanted in the patient's bone. The event caused a delay of ten minutes. It is stated the appropriate technique was followed for the placement of the screws.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Four (4) screws from 1.5 x 5 mm ht sd x-dr screw (91-6104) with lot number 574680 were returned without packaging. The screws were visually evaluated and found to be fractured. The slots in the head of the screws show signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. All of the screws have been fractured at the minor diameter near the head and perpendicular to the length of the screw. There is no sign of discoloration. There are no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the screws experiencing excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.